Event description:
Problem: device failed to transfer needle from one side to another. Needle had to be removed from tissue and was lost in abdomen requiring over 4 hours exploration. Case: hysterectomy. Surgeon: (B)(6). Clinician: (B)(6), rn. Specialty coordinator: (B)(6). (B)(6).